Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 900 mg/dl at the time of hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced nausea, vomiting and abdominal pain due to high blood glucose. The customer was treated with intravenous insulin. The customer was taken to hospital because he was throwing up. The insulin pump was not working and was not gave her insulin. Based on customer report customer allege insulin pump was under delivering because customers blood glucose was 900 mg/dl even when she just changed her infusion set. The customer did not report bent, leak or air bubble in tubing. Customer declined to test insulin pump. The customer was not able to perform the test. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.